Event description:
We were transferring an intubated pt. Zoll monitor said sensor failure on the pulse ox cable. We changed sensors and we turned machine off and then on again. After fiddling with it several minutes, it was determined the cable was the problem. We could not monitor o2 saturation during flight.